Event description:
The (B) (6) hospital reported the following on august 17, 2009. On (B) (6) 2009, a consultant radiologist was reviewing the x-ray images of a pt, expecting the current image shown on the left monitor and a previously taken image on the right monitor, according to the hospital's common default display protocol (ddp) settings. However, the pictures were presented in reversed order. The radiologist did not cross check the correctly displayed dates on each image, and came to the conclusion that the pt status had improved, rather than deteriorated. The hospital stated that the erroneous report is very unlikely to have changed the clinical outcome for this pt given that a CT promptly followed the report, as planned, one hour later. The aortic dissection was evident on the CT and endovascular stenting was performed that afternoon. The pt died two days later on (B) (6) 2009.

Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B) (4).